Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 95 mg/dl. The customer stated that when the infusion set was removed from her body the cannula was bent. The customer has been using the insulin pump since the event and her blood glucose levels have been normal. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.